Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak was noted in the sheath. Another sheath was used to complete the procedure with no consequences to the patient.